Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, embedment of the filter and device unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the patient became aware of the alleged events approximately two years and ten months post implantation of the ivc filter. The patient reports to have submitted themselves for a consultation for removal of the filter where they were advised that the filter was unable to be removed due to its embedment. The patient was placed on anticoagulation permanently. However, no known attempts to retrieve the filter have been made. The patient also reports to suffer from emotional distress, mental anguish, anxiety, and stress. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to their history of pulmonary embolism (pe) and scheduled to undergo general anesthesia with surgical intervention for their parathyroidectomy. The patient, therefore, was considered a high risk for repeat pe especially in light of no anticoagulation for a period of time post operatively. During implantation of the filter via the right femoral vein, the filter was deployed distal to the origin of the renal veins without any difficulty. A repeat view was taken confirming the deployment of this filter in correct position. The patient was transferred to the outpatient bed in stable condition. Additional information is pending and will be submitted within 30 days upon receipt.